Event description:
It was reported during pre-procedure interrogation the implantable cardioverter defibrillator (ICD) was found to be in backup mode. The ICD was not used for any procedure. There was no patient involved.

Manufacturer narrative:
The reported event of backup operation was confirmed. Analysis of the device image found the file was corrupt and no information was available for review. After the device was restored from backup mode, functional testing was performed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The backup operation could not be reproduced. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.